Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information has been provided. According to the patient, on (B)(6) 2025, she did not get a low glucose alert from the phone. The patient experienced feeling shaky and very weak and confused. She had to ask for help. The reversal of hypoglycemic shock was not specified. It took her 24 hours to recover. The patient did not go to the hospital. She just rested and she felt better. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).